Event description:
Customer reported weak to no reactivity with up to 5 patients later confirmed to have an anti-e. All patients had positive antibody screens (1 - 3+). Customer did not provide the date of event(s), nor the exact number of patients. Customer performed additional testing and confirmed the reactivity of the e antigen on the reagent red cells. No erroneous results were reported.

Manufacturer narrative:
Ocd performed retained testing, batch record review, and complaint review. All results were satisfactory. (B)(4).